Manufacturer narrative:
Patient weight unavailable. Deice model number, lot number, expiration date and UDI unavailable. Device manufacture date unavailable because lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove 2 leads: a right atrial (ra) lead and a right ventricular (rv) lead due to bacteremia. The representative for the account in which the event occurred did not attend the procedure. The physician used a spectranetics glidelight laser sheath and lead locking devices (lld) which was placed inside each of the leads to provide traction. One of the leads was successfully removed without complication. During the attempt to remove the second lead, a superior vena cava (svc) tear was discovered via sternotomy. The repair to the svc was successful and the patient survived the procedure. There was no reported malfunction with any spectranetics devices in use during the procedure. The physician felt that the svc tear was as a result of lasing utilizing the glidelight device.